Event description:
Device returned for analysis with report of patient presented with symptoms of acute baclofen withdrawal. A pump malfunction was suspected. Roller test normal. Successful side port aspiration x2. Programmed boluses failed to yield clinical change but sideport bolus yielded dramatic improvement. Follow up with hcp revealed patient experienced rebound spasticity, muscle rigidity and very severe pruritis in episode of acute baclofen withdrawal. Hcp attempted to program a bolus through the pump but was unable to get a clinical response or electrophysiological response. Side port was accessed and csf was withdrawn easily and a side port bolus was administered without any difficulty. Patient got very significant response to side port bolus. Hcp is concerned there is an issue between the reservoir and the side port. Pump was replaced. Patient is doing well new pump.